Event description:
After an implantation period of approximately 139 months it was reported that the lead was extracted due to high shock impedance. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approximately 62 cm distal to the is-1 connector pin the lead was found covered in fibrotic growth. Calcifications are known to cause high impedances and is thus assumed to be the root cause of the reported clinical observation. Further analysis revealed a deformed rv shock coil, which most likely resulted from the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.